Event description:
The physician was unable to deflate the balloon catheter at the target lesion. The physician unsuccessfully attempted to puncture the balloon. The pt was transferred to the MRI suite and "then it was possible to deflate the balloon". There was no reported injury to the pt.